Event description:
After being implanted with mentor saline breast implants, I began having chronic fatigue, brain fog, cognitive dysfunction, bladder pain, memory loss, insomnia, autoimmune symptoms, and chronic back pain.